Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose level was 429 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.